Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D2: additional product codes fdf and fds. The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. The device was tested with a 190 series scope. The device was re-inspected after it was burned in for 6 hours with 190 series scope plugged in. The checked light control indicator was working normally. The iris was able to be adjusted manually and automatically in their respective modes. Additionally the evaluation revealed that there were missing print labels on the front panel display, a bad scope socket -locking mechanism not protecting the pins, and olympus lamp life meter was reading over 500+hours and was expired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source main lamp was blinking and made tissue indistinguishable during a colonoscopy procedure. The issue did not affect the diagnostic or therapeutic outcome for the patient and the procedure was completed successfully. However, the procedure was delayed 20 minutes. The patient was not impacted and there was no medical intervention required due to the delay. The user reported that this issue had occurred previously with the same device. There were no reports of patient harm or impact associated with this event.